Event description:
It was reported that a pod communication error occurred while the patient was sleeping after approximately 24-36 hours of pod wear. This resulted in the patient¿s blood glucose levels increasing above 250 mg/dl. Analysis of returned device revealed that the cannula was torn.

Manufacturer narrative:
Corrosion was observed on the bottom battery, chassis, pcb, and mechanism rail, resulting in low batteries and data loss. Due the data loss, a root cause for the reported communication error could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal tear and subsequent leak are confirmed as the root cause of the observed corrosion and data loss. It could not be determined if the cannula tear is in any way linked to the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.